Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph procedure, the fiber was observed to be forward firing. The fiber was replaced and the procedure was completed with another fiber. Patient outcome: "stable" reported. There was no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure two fibers failed due to "the laser light was not emitted any longer at the base but at the head of the probe" was noted. The first fiber failed at 68000 joules and 20 minutes of use and second fiber failed at 30,000 joules and 10 minutes of use. The tips (cap) of both fibers were cleaned during the procedure. The procedure was completed using third fiber. This report is for first fiber.